Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that both grips exhibited pitting corrosion and rust like discoloration on the outer surfaces, towards the proximal end of the grips. The severity of the pitting was worse on one of the grips. The high magnification surface profile of the damaged area confirmed material was removed due to pitting corrosion. The instrument may have been reprocessed multiple times. The pitting damaged suggested that the grips may have been exposed to some corrosive agent during reprocessing. Failure analysis investigation also found discolored surface of the entire main tube. There was no material missing. It was concluded that the discoloration of the main tube may have been due to improper cleaning. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Handle with care. Avoid mechanical shock or stress that can cause damage to the device.

Event description:
It was reported that in central processing, customer observed rust on the top of the needle driver instrument. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to the patient. Nothing reportedly fell into the patient.